Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system keeps faulting with a 319 fault. Technical support engineer (tse) reviewed the logs and found 319 for the endoscope controller (ec). Tse had caller to verify the power cable at both ends and that the power switch was on. Caller confirmed all was good. Additionally, tse had caller to switch the power switch on and off and also the vision side cart (vsc) and still there was no blue led on the ec front panel. Then, tse had customer to remove both the ec gray fiber cable at both ends and the orange fiber cable between the ec and video processor (vp) and power cycle again, but still there was no blue led on the front panel and faulted again. The caller would use a different system to do the case. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, error 319 was located indicating that the fault occurred in the field. During visual inspection, no damage was observed on the exterior and interior of the unit. The unit was installed in the golden system where it functioned as expected. Also, the unit was programmed successfully in the golden system. All nodes were present. The system was set to run 10 power cycles. After testing, the error logs were investigated, but no errors were found related to the reported event. The probable root cause cannot be determined based on failure analysis results.